Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella rp with smart assist system with automated impella controller. Section: warnings and cautions. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
Us complainant reported the patient was on impella rp for hemodynamic support. While on support it was noted the patient was given lots of volume due to bleeding copious amounts from chest tubes. The patient received over 63 blood products. Hemodialysis was also successfully initiated. However, post dialysis the patient was much worse. Spouse decided to withdraw care, patient expired.